Manufacturer narrative:
The device was not returned for evaluation. There were no anomalies identified during the internal review of the DHR of the system console.

Event description:
A patient experienced an increase in o2 requirements after a superdimension enb procedure and was reported as related to general anesthesia and intrapulmonary instillation of saline. The patient required 4l of supplemental o2 by nasal cannula and was admitted to the hospital for observation. The patient's condition resolved spontaneously over the next 24 hours.